Event description:
During follow-up, low pacing impedance, loss of sensing, loss of capture, and noise were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv and right atrial lead. The leads were explanted and replaced. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-02510.

Manufacturer narrative:
The reported events of insulation damage, failure to capture, noise, and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis of the lead found damaged inner insulation at the suture tie region. The cause of the reported events was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.